Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and motor error twice. His blood glucose level was over 573 mg/dl. He treated his blood glucose level with a syringe. The customer also had large ketones. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm or no excessive no delivery alarm during our testing and the motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.